Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The company representative examined the system and could not duplicate the customer reported event, however, the reported system message was observed in event log. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. The root cause is unk. (B)(4).

Event description:
A customer reported that during surgery, a system message was displayed and the system shut itself down. There was a significant delay, but the case was completed and no harm to the pt was reported.